Event description:
The account generated false elevated potassium results when processing on architect c4000. On (B)(6) 2022 sid (B)(6) generated potassium of 9.97 mmol/l that repeated 4.7, 4.8 mmol/l on the same analyzer. The account uses a patient reference range of 3.5 to 5.3 mmol/l. The false elevated result was not reported to the medical provider. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer resolved the issue by replacing the sample probe and reagent probe. No additional discrepant result issues have been reported since the probes were replaced. The instrument service history review revealed zero additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A clinical chemistry systems review identified no similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The architect c4000 erratic result rates were within acceptable limits with no trends identified. No adverse trend or systemic issue was observed for sample probe and reagent probe list numbers. A search for non-conformances was performed and there were zero non-conformances or potential nonconformances identified for the parts associated with this complaint. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of sample probe and reagent probe. A product deficiency was not identified.